Manufacturer narrative:
The device was not returned to edwards for evaluation. The reported complaint condition was unable to be confirmed. Manufacturing records were unable to be reviewed as no lot number was available. Based on the information provided edwards is unable to determine the cause of this event. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an intraclude had a small leak at the end of the catheter shaft near the balloon area while the device was inside a patient. The issue was noticed after the aorta was occluded and cardioplegia was administrated and there was no suturing performed. The line pressure went down and the heart started to beat. Then the device was removed from the patient and a small tear in the catheter shaft was noted. A new intraclude device was used and procedure went well with no reported complications to the patient.

Event description:
It was learned that the aorta was not calcified/atherosclerotic and it was not twisted. The 28ml of solution was used to inflate the balloon to occlude the aorta. The scrub nurse noted a small hole in the balloon and leakage at the end of the catheter where the guidewire comes out, this cause a solution leak.